Event description:
Additional information received listed the patient's cause of death as "cardiac arrhythmia, myocardial infarction, hypertension, hyperlipidemia, and diabetes mellitus." It was unclear what the specific cause of death was. Additional information was requested for specific facts surrounding the patient death and primary cause, and will be reported when received.

Event description:
The patient expired and the funeral home desired to return the pump to the manufacturer. Follow-up with the physician's office indicated that the patient had been in hospital and was discharged several days before her death. The cause of death was not known/obtained. The pump contained dilaudid 40 mg/ml, 9.997 mg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Catheter (B)(4) was returned incomplete in segments and was analyzed to have acceptable testing. Catheter (B)(4) was also returned; a non-significant indent in seal of the sc connector was observed that was noted to not affect infusion; acceptable catheter testing was concluded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2005 explanted:; product typ catheter product ID 8590-1 lot# n276993 serial# implanted: (B)(6) 2011 explanted:; product typ accessory product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ accessory. (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.